Event description:
Implant card for the patient was received indicating they received a prophylactic battery change and lead revision due to high impedance. It was reported that upon interrogation during pre-op, the generator showed high impedance after performing a system diagnostics test. During the operating room, the surgeon inserted the implanted lead pin to the new generator and there was still high impedance after performing system diagnostics therefore they proceeded with a lead revision. After the lead revision, all diagnostics were normal. All remaining lead from the previous implants were clipped and less than 2 cm remain. Per hospital the replacement took place, they discard all products after surgery and are therefore not available for return. No additional relevant information has been received to date.